Event description:
It was reported that during the irrigation flush outside the body, in preparation for an ablation procedure to treat atrial fibrillation, the saline did not flow evenly from the six holes of the intellanav stablepoint open-irrigated catheter. The flow rate was 60 ml/min. No error message appeared. The catheter was exchanged for another of the same model and the issue was resolved. The procedure was successfully completed with no patient complications. The device has been returned for analysis.

Manufacturer narrative:
The device was returned for analysis to boston scientific. The device didn't present any visual defected for this reason the visual inspection pass. After the functional test the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touchy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump for the flow test and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during the irrigation flush outside the body, in preparation for an ablation procedure to treat atrial fibrillation, the saline did not flow evenly from the six holes of the intellanav stablepoint open-irrigated catheter. The flow rate was 60 ml/min. No error message appeared. The catheter was exchanged for another of the same model and the issue was resolved. The procedure was successfully completed with no patient complications. The device has been returned for analysis.